Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device met specifications during evaluation. During function there were no signs of issues. Device heated to 40c and cooled to 4c without issues. A risk review is not required as the reported issue is unconfirmed. A labeling review is not required as the reported issue is unconfirmed. A DHR is not required as the reported issue is unconfirmed. Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was sent down to biomed because it had trouble warming. During function there were no signs of issues. Device heated to 40c and cooled to 4c without issues sn #(B)(6). Biomed has two down units they were checking status on to send in for repair. Sn # (B)(6) with water level error and temperature discrepancy. Sn # (B)(6) with alarm 80 and was not heating past 32 degrees. Transferred for assistance. Per follow up information received via task on 27mar2025, the device was sent down to biomed because it had trouble warming, during function there were no signs of issues. Device heated to 40c and cooled to 4c without issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was sent down to biomed because it had trouble warming. During function there were no signs of issues. Device heated to 40c and cooled to 4c without issues sn #(B)(6). Biomed has two down units they were checking status on to send in for repair. Sn # (B)(6) with water level error and temperature discrepancy. Sn # (B)(6) with alarm 80 and was not heating past 32 degrees. Transferred for assistance.